Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8120700. Model: sc-8120-70. Serial: (B)(6). Batch: 233468a. UDI: this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that patients implantable pulse generator (ipg) device was poking out to the skin due to weight loss and patients lead had high impedances. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted devices were kept by medical facility.

Manufacturer narrative:
Investigation results: the devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that patients implantable pulse generator (ipg) device was poking out to the skin due to weight loss and patients lead had high impedances. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted devices were kept by medical facility.